Event description:
It was reported that an ar40m intraocular lens (iol) did not unfold properly and had to be removed and cut out after implantation. The incision was enlarged and a vitrectomy had to be performed. There were no patient complications reported.

Manufacturer narrative:
Completed by the manufacturer. Incision enlarged; intraocular lens. The lens was not returned for evaluation. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The explanted lens was visually examined in our laboratory. The evaluation revealed the lens was cut in half with evidence of ophthalmic viscosurgical device (ovd) on the lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2012. Implant date: (B)(6) 2012. Explant date: (B)(6) 2012. All pertinent information available to abbott medical optics has been submitted. Placeholder.